Event description:
Patient reported right side intracapsular rupture. Right implant is leaking, silicone was detected in body, in the capsule. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture. Right implant is leaking, silicone was detected in my body, in the capsule.

Event description:
Patient reported right side "right implant is leaking", "silicone was detected in body, in the capsule", and "right breast leaked silicone due to a defective implant". Healthcare professional later reported right side capsular contracture baker grade ii and "foreign material in breast capsule (silicone)". The device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Correction to b5 description of event and h6 adverse event problem: the initial medwatch reported a0412 material rupture and a010402 migration for the report of "right implant is leaking, silicone was detected in my body, in the capsule". Upon further review of the events by abbvie medical safety, it has been determined that this event will be captured under a050403 gel leak. Rupture and silicone migration will be un-reported. The event of "intracapsular rupture" was never reported.